Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. D4 batch #: unknown. Investigation summary: no call home data could be found for this system within the given date range. The returned probe had zero uses. The tip was broken but still connected. The break was mechanical in nature. The information provided explained the probe tip was broken prior to introduction in the patient. The potential cause is user handling. A search of nonconformities (ncs) was performed for lot ml23078420. There were no observed nonconformities for this lot. Manufacture date: 7/1/2023. Expiration date: 3/31/2027.

Event description:
It was reported that during a liver ablation procedure that prior to introduction into the patient the tip of the probe broke but did not did not detach. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.